Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Event occurred from 05 april 2024 to 08 april 2024. It was reported by the patient that four infusion set tube was leaking. Infusion set was in use for two hours to half day. Event occurred from 04/05/2024 to 04/08/2024. No further information was available.

Manufacturer narrative:
Device 1 of 4.